Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for 5 days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 5mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the eft coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the left coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.